Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited with a pocket infection that resulted in system extraction. No other adverse patient effects were reported and no information provided on a replacement at this time.